Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 533 mg/dl. The customer¿s current blood glucose value was 155 mg/dl. Customer had leaks at infusion set. The high blood glucose was treated with manual injection. It was unknown if auto mode was active or not. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.